Manufacturer narrative:
Additional information (20-nov-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. Hsc reviewed the quality control (qc) data which showed qc was recovering within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and found no hardware issues. No additional issues were reported by the customer. The cause of the event is unknown. The analyzer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2024-00242 was filed on 22-oct-2024.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens healthcare diagnostics remote service center (rsc) regarding erroneously depressed urinary/cerebrospinal fluid protein (ucfp) results on a patient sample obtained on an advia chemistry xpt system. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained an erroneously depressed urinary/cerebrospinal fluid protein (ucfp) result on a patient sample on an advia chemistry xpt system. The initial result was not reported to the physician(s). The sample was reprocessed on the original system and an error message was obtained. Another random urine sample from the same patient was tested on the original system and a lower result was obtained, which was considered erroneous. Then, the customer processed patient's urine dipstick protein assay on sysmex uc-3500 instrument, which recovered positive and considered correct. Later, the patient went to an alternate facility to test ucfp with other platform, however, the sample data was not provided to siemens. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed ucfp results.